Event description:
Patient reported obtaining back-to-back blood glucose results of 23 mg/dl and 178 mg/dl, while using the suspect device. Patient did not indicate if any action was taken based on these results. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shippped.